Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 200cc and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with saline mentor smooth round moderate profile 200cc on (B)(6) 2018. The device was returned to mentor without fluid inside. Red material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed parallel lines of shell abrasion on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring approximately 0.7 cm, discovered on the posterior view. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the red material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 200cc and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with saline mentor smooth round moderate profile 200cc on (B)(6) 2018.